Event description:
It was reported that a patient underwent an obturator sling procedure in 2008. At the beginning of the procedure, when the surgeon was trying to introduce the needle into the tissues, it was reported that there was "breakage of the sleeve" and that the "sheath dissociated from one of the needles". The procedure was completed with another like device with no adverse patient consequences.

Manufacturer narrative:
Plastic tube damage/breakage occurred - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.